Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed. The suture appears to have been broken as a result of exessive force provided by the user during knot tying; however the exact cause can not be reliably determined.